Event description:
It was reported that this patient had a coronary artery bypass graft (CABG) procedure. Device interrogation was attempted to program tachycardia therapy back on; however, a message was observed that impedance was greater than 400 ohms. The system was programmed off for a few months. Then, the entire system was explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this patient had a coronary artery bypass graft (CABG) procedure. Device interrogation was attempted to program tachycardia therapy back on; however, a message was observed that impedance was greater than 400 ohms. The caller went to utilities and manual setup and the impedance test failed three times. Sensing is showing a good qrs, but there is occasional noise. The caller then reported that when going back to set up, it is grayed out. A boston scientific technical services consultant discussed that since the impedance was out of range manual setup becomes disabled. The consultant suspects the electrode was damaged or severed at the xiphoid location which will result in sensing at the xiphoid for both primary and secondary vectors. The caller captured all 3 s-ecgs and secondary and primary look the same with intermittent noise. Alternate vector is completely flat. A new electrode is required. The caller will follow up with this patient's physician. (B)(6) 2022 it was reported that, after open-heart surgery, the shock impedance was greater than 400 ohms. The system was programmed off for a few months. Then, the entire system was explanted and replaced. There were no additional adverse patient effects.